Event description:
Preoperatively the pt presented with an ulcer on their left chest which exposed their breast implant and the left implant was ruptured. Pt had underwent breast augmentation in 1979. The right and left implants were surgically removed in 2002. No replacement of the implants was indicated as the pt desired no implants to be replaced.